Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the device needs recalibration for thickness - one corner of the head was causing a gap in the graft. This was noticed using the 4" clip. The physician did complete the case. It is reported the device was in contact with the patient, however; there was no patient injury.